Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to anterior repair with mesh and cystoscopy. It was also reported that the patient underwent vaginal extrusion of mid urethral sling and cystoscopy on (B)(6) 2006 for excision of vaginal sling extrusion and revision of sling. It was further reported that the patient underwent mesh revision and closure of wound on (B)(6) 2010 due to vaginal wound dehiscence and mesh exposure.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient experienced extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 and lynx and mesh were implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/08/2016.